Event description:
New information received notes the patient was stable post-procedure and the patient weight was unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with noise. The lead was extracted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient status was unknown.